Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told that one of there leads, the right ventricular (rv) lead, had blood in it and when it sent the shock not much of it reached the heart. The patient said that their physician thought it might have shorted the implantable cardioverter defibrillator (ICD) or the rv lead causing damage.on 2019-05-30: it was further reported that at the explant procedure the physician observed that there were significant abrasion marks on the implantable cardioverter defibrillator (ICD) and there was rusty discoloration in the header of the rv port. The right ventricular (rv) lead had oxidized blood inside the insulation throughout the visible length of the lead. A stylet could not be advanced past the proximal portion of the rv lead and rust colored effluent was released. The rv lead was cut and a locking stylet was successfully advanced and engaged distally. There was significant lead-to-lead binding at a single access site which was managed with the laser sheath. The rv lead was then successfully extracted completely and replaced with a new rv lead. However, during the extraction of the rv lead the right atrial (ra) lead pulled back and therefore was explanted and replaced with a new ra lead.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.